Event description:
It was reported that a pump declared an altitude alarm 21, causing the customer's blood glucose level to exceed 500 mg/dl. The specific value was unknown as the pump displayed "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections. The customer did not require assistance from any third party. The issue had been reported within the past month with the same pump. Although the customer was following precautions, including regular cleaning and using a case, the pump still experienced the alarm. The customer has a brand-new pump, not yet set up, and called to have the incident documented, with plans to call back when ready to set up the new pump.